Event description:
During an atrial fibrillation procedure, the catheter was introduced into the sheath and did not advance easily. Upon removal, the tip of the catheter was noted to be fractured. Another device was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 . One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture remains unknown; however, abbott is performing further investigation.